Manufacturer narrative:
Bec customer technical support (cts) placed an order for replacement reaction vessels. There have been no further reports of issues. Bec field service was not dispatched to the site. (B)(4).

Event description:
The customer reported an access 2 immunoassay system generated wash carousel motion errors. The customer contacted beckman coulter (bec) in response to a product corrective action (pca) indicating increased probability of wash carousel motion errors when using reaction vessels manufactured with a new resin. The facility was using an affected lot (lot number 1321170). The customer stated the errors had occurred over a couple of days, but did not provide exact dates or number of occurrences of the errors. There were no reports of impact to patient result in connection with this event. Upon recur, patient results would not be impacted because the instrument would enter a 'not ready' state and stop processing the samples on board.